Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer reached out to the customer and learned that the dispatch had been canceled, as the customer had already resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be kit mounting arm.

Event description:
It was reported when using the pyxis anesthesia es system half height accessible drawer failed to stay closed at or2. The customer confirmed that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.